Event description:
Revision surgery for hematoma, left knee - possible infection. Tibial poly exchange.

Manufacturer narrative:
Because the tibial insert was not returned, the investigation is limited in scope. The root cause of the hematoma and possible infection is unk, but since the implant had been in place 10.5 years, the data suggests that the problem was not related to product or process defects. This is the final report.